Event description:
Additional information indicated that the device was left in the single coil with successful defibrillation threshold tests.

Event description:
Boston scientific received information that, during a normal device change out procedure, this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms in the triad configuration with the new device. The shock impedance measurements in the coil to can configuration was 70 ohms. In order to determine the cause of the high impedance measurements, the old device was reconnected and the shock impedance measurement was 118 ohms. A technical services (ts) consultant was contacted regarding this issue and suggested to possibility that the proximal leg of the lead had an issue that the new device revealed that the old device could not reveal. Manipulation of the lead with various connections changed the orientation as well, which may have contributed to the issue. The problem also may have been present but not noticed until the lead was manipulated and the more sensitive test done. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were taken out of service over five years later with no further allegations. The device and pieces of the lead were returned for analysis from another manufacturer.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.